Event description:
The customer reported that the telemetry device has a speaker malfunction. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the telemetry device has a speaker malfunction. The device was not in use on a patient at the time of event; there was no patient involvement. The customer received a replacement device. The actual device was returned to the philips authorized repair facility. The repair technician evaluated the device and found that the device had a malfunction of the speaker. The alleged device was removed from service. The device is to be repaired by replacing the part that were found damaged and outdated. The final disposition of the device is to be determined upon completion of the update process and after performance assurance testing.